Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there might be a crack in the plastic package housing the implant. There was no consequences or impact to the patient. It was reported that no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Visual evaluation of the returned product/provided photo(s) identified damage to the sterile packaging (blister and pouch). Sterility has been compromised. Reported event has been confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.